Event description:
A caller reported a malfunction on a pump, with a specific malfunction code displayed, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer technical support provided pump reset instructions and assisted the caller with the reset, and it was confirmed that the same malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.